Event description:
The customer reported via phone call indicating that the insulin pump alarm button error while trying to bolus. Customer's blood glucose was 77 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.